Event description:
It was reported that the pump stopped all insulin delivery. Prior to the reported issue, the customer had gone swimming with the pump on. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.